Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due the migration of the balloon to the lower abdomen which caused bulging. The patient was experiencing incontinence. The balloon was removed and a new one was implanted. There were no further patient consequences.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.